Event description:
It was reported to resmed corp that an astral device displayed an alarm message indicating a system failure. This message resulted in an alarm which notified the caregiver. There was no pt injury reported as a result of this incident.